Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported false negative on behalf of a significant other when testing with the cue covid-19 test for home and over the counter (otc) use. The customer states the individual was positive for covid-19 but did not provide further information including date of event, cartridge lot number, cartridge serial number, reader serial number, patient specific information or if any outside confirmatory tests were taken. Technical support contacted customer for further information, however, customer was unresponsive.

Manufacturer narrative:
Investigation conclusion: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.